Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the sensor cannula was missing upon removal and the light was still blinking as if connected. The customer's blood glucose level was 10.9 mmol/l. The customer was informed that it is very rare for the cannula to stay in the body and if they had concerns to contact their local hospital. The customer was advised to call back if problems persisted. Nothing was replaced or returned.